Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, then it will be submitted in a supplemental report. Two devices was reported as malfunction. This is the same pt/event as MFR# 2249697-2010-00752.

Event description:
It was reported that: "all three screwdrivers tips shared off while screwing in a screw into cup."